Manufacturer narrative:
On 09-feb-2020, mentor became aware that previously-submitted manufacturer report numbers 1645337-2020-00577 and 1645337-2019-24982 were duplicated. Any additional event information received will be reported under this manufacturer's report number as applicable. Mentor also became aware of the following information. The patient submitted a medwatch report (mw5091049) to the FDA about this event. Correction: an incorrect serial number ((B)(4)) was reported to the FDA. The correct serial number for the suspect medical device is (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness, capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision procedure with mentor memorygel breast implant 350cc gel breast prostheses and suffered several unexplained systemic symptoms, including migraines, cluster headaches, neuralgia, ulcers, ibs, depression, anxiety, ocd, ptsd, chronic sinus issues, hormonal issues, bleeding issues, night sweats, joint pain and swelling, lower back pain, burning sensation inside body, fatigue, chronic flu-like feeling, stomach aches, needing to go to the bathroom constantly, light and sound sensitivity, constant nose running, clogged ears, fevers, dizzy feeling, shortness of breath, hair breaking off, puffy face, and bilateral baker grade IV capsular contracture. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral explantation with no replacement devices on 06/12/2019. The patient reported that her symptoms have improved since explantation. This medwatch report is for the patient¿s left breast prosthesis.